Event description:
The customer reported that their pump had an alarm before and since then the pump does not beep. Troubleshooting was performed. The audible tone could not be heard, but it did vibrate.